Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) misinterpreted supraventricular tachycardia (svt) which resulted in the inappropriate delivery of anti-tachycardia pacing (atp). Additionally, electrogram (egm) data was missing. Programming adjustments were made to the device¿s discrimination channel. The patient remained stable.